Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the dilator tip split during insertion.

Event description:
The customer reports: the dilator tip split during insertion.

Manufacturer narrative:
Qn# (B)(4). Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.